Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to user neglect/abuse. It was reported that the patient had used duct tape to secure the joystick assembly to the seat so the product can be driven. This modification was not an authorized repair and caused improper alignment of the joystick controls that gave the end user a false sense of direction and she inadvertently drove into the wall. The owner's manual states that if damages occur to the product to stop use and alert permobil and the dealer. The owner's manual also states that non-certified repairs may lead to unforeseen damages or even a chance for potential injury. The customer neglected to adhere to the warning labels for intended usage. The complainant acknowledged that uncertified repairs and continued use of a damaged product is not authorized and will assist in educating the patient on intended use. The DHR for this device was reviewed and the wheelchair met specification prior to distribution. Visual inspection by dealer.

Event description:
Reports are that the end user was turning into her kitchen, when the wheelchair lunged forward and ran her into a wall. The event resulted in injury to her foot.